Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems power supply associated with the cardiomems patient electronic system was received for evaluation. Visual inspection verified that the returned power supply was frayed with exposed wires. As received, the returned power supply was able to power on a cardiomems patient electronic system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming that the returned power supply was frayed with exposed wires.